Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "inserter confirms via ultrasound that the catheter is in the artery, they received flashback but guidewire is difficult to advance or will not advance as it is bent". Associated complaints 9680794-2024-00461 and 9680794-2024-00462.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "inserter confirms via ultrasound that the catheter is in the artery, they received flashback but guidewire is difficult to advance or will not advance as it is bent". Associated complaints 9680794-2024-00461 and 9680794-2024-00462.